Event description:
The customer contacted physio-control to report that a service indicator was present on their device. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed the device reset during boot up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control then replaced the patient parameter pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed patient parameter pcb assembly and determined that the cause of the reported failure was integrated circuit chip, designator u5.